Event description:
After having lasik surgery on or about 2000, on or about 2015, after many years of good eyesight, mine deteriorated severely. Reason: my cornea bulged due to thinness from lasik. It progressed and without intervention, could leak. I had collagen cross linking (cxl) surgery last year to try to regrow cornea cells and stop the progression. Otherwise a cornea transplant is my last resort. All due to lasik. I have had full and thorough examinations and images by my trusted dr. The cxl has indeed thickened my cornea, but we remain concerned as the steepening of my cornea is continuing. I am currently deemed blind in my left eye and my right eye cornea has also steepened. Other serious / important medical incident: post lasik ectasia (cornea). Quantity: 2 na, frequency: na; "how was it taken or used: ophthalmic." Date the person stopped taking or using the product: (B)(6) /2000. "Why was the person using the product: vision."